Event description:
The customer reported having frequent low blood glucose of 20mg/dl and paramedics were called to treat her. The customer stated that she does not know what it may have caused her glucose to decrease since she was not aware of the settings on the insulin pump. Customer's blood glucose at end of the call was 300mg/dl. After looking at her carelink report, there were huge swings in the readings. The customer stated that she does not manipulate her reservoir and rewinds/primes correctly. Advised customer she needs to check her blood glucose. The customer also mentioned that she entered 10 grams of carbohydrates into the bolus wizard, but 26 grams were displayed. The customer also mentioned that she bolus sometimes after eating and enters her blood glucose and carbohydrates. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.